Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed the bisector was activating while jaws of scissors open. After removing device from patient and assessing the problem, the bisector was activated by the harvester and smoke appeared from the tips of scissors. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached to the jaws at both the base and tip. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed, but the analyzed failure mode ¿material twisted/bent¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed the bisector was activating while jaws of scissors open. After removing device from patient and assessing the problem, the bisector was activated by the harvester and smoke appeared from the tips of scissors. A replacement device was used to complete the procedure. The hospital did not report any patient effects.